Manufacturer narrative:
Patient is sedentary and has a high bmi. It is possible that the patient body habitus with loose tissue and/or skin in the location of the implant potentially contributed to instability of the ipg, leading to migration and loss of communication. There are no reports of any external trauma or excessive movement that may have contributed to migration after the initial implant. Migration of components is a known inherent risk of implantable neuromodulation systems, however in this case it is also likely that the patient condition (unstable tissue quality) contributed to the device migration.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after undergoing a successful trial phase with nalu. The implantable pulse generator (ipg) was placed in the patient's calf area with the implanted leads targeting the inferior genicular nerve to treat infrapatellar pain. During the implant procedure, impedance and depth checks returned good results and the system was activated before the patient left the facility. Approximately one week after implant and activation, the patient reported receiving intermittent therapy and needing to secure the nalu relief band very tight to maintain connection between the ipg and the external therapy discs. Patient reported receiving therapy only when in certain positions and losing therapy upon changing positions. At the 10 day post-op visit, the nalu representative following the case confirmed the patient reports of intermittent communication. Imaging was performed and found that the head of the ipg had rotated away from the skin so that the ipg was tilted, likely causing the intermittent communication between the devices. On (B)(6) 2024 the physician performed a surgical procedure to implant a new nalu system. The physician elected to leave the original system implanted and overlay a new system on top. The ipg was position more superficial and parallel to the skin and the leads were placed in approximately the same location as the previous leads. The new system was activated on 07/25/2024 and the patient reports able to maintain consistent therapy which is providing 100% pain relief (pain level reported 0/10).